Manufacturer narrative:
Additional information: d10, h3, h6 as received, a complete lead was returned with its helix retracted for analysis. The reported event of difficulty inserting and removing the stylet was confirmed. The stylet was unable to be inserted beyond the connector region due to an over torqued inner coil. The cause of the difficulty inserting and removing the stylet was due to procedural damage. Upon examination, the helix was clogged with blood. After cleaning and cutting the lead, the helix was able to extend and retract by applying torque to the inner coil. The full helix extension was with in product specification. All damages found are consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the stylet was very difficult to insert and remove from the right ventricular (rv) lead. The helix also seemed to extend on its own during the implant procedure. A new lead was used to resolve the event, and the patient was stable with no consequences.